Manufacturer narrative:
Analysis of the lead lot # va1kx8m found no anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1kx8m, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: va1kx8m, ubd: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that there were high impedance >10,000 at contact 1. No environmental/patient factors that may have led or contributed to the issue were reported. It was reported that the testing cable and programmer were replaced with the same result. It was noted that the lead was exchanged with a new lead and the issue was resolved. The issue was resolved at the time of the report. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.